Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 4/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: confirmed 064-0001 errors (motor error occlusion during prime) in black box. Replicated complaint consistently during investigation. Disassembled pump, internal motor determined to be defective. Motor would not run on test bench. Test motor functioned properly using pump drive circuit.